Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: there was a defective product. The product was sold on (B)(4) 2013, however, the handles were not parallel so they were returned on (B)(4) 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. The complained forceps w/sliding blades was analysed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified. The investigation has shown that both handles do not have their normal position. It looks like that the handles got bent to each side away from the vertical line. We suppose that this pointed out damage could occur trough out the transport, storage or too much laterally loaded force. We are not aware of any other complaint of this nature for the above mentioned article- and lot number. No product fault could be detected. Placeholder.